Event description:
A healthcare professional (hcp) reported that after surgery, the tooth belt broke and the opmi head fell down onto the patient's mouth. The patient's lip was cut, and the wound was treated.

Manufacturer narrative:
Additional narrative: for a deeper investigation on the reported failure, the swivel arm was requested back to the manufacturer for analysis. The hospital decided not to service/repair the device. The visu 200 was removed and will be scrapped by the hospital. Therefore, a deeper investigation is not possible. H3: changed from device evaluation anticipated, but not yet begun, to no, not returned to manufacturer. H6: investigation findings changed from 3233 (results pending completion of investigation), to 3221 (no findings available); investigation conclusions changed from 11 (conclusions not yet available) to 4316 (appropriate term/code not available). Preferred term is conclusion not available as the device could not be evaluated because the customer will scrap the device.

Event description:
A healthcare professional (hcp) reported that after surgery, the tooth belt broke and the opmi head fell down onto the patient's mouth. The patient's lip was cut, and the wound was treated.